Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgment occurred. The physician implanted two taxus express2 drug eluting stents, unknown size, to the 90% stenosed lesion located in the calcified and extremely tortuous mid to distal left anterior descending (lad) artery. The physician then attempted to place a taxus express2 3.0x28mm drug eluting stent, but was unable to cross the previously placed stents. The 3.0x28mm taxus stent dislodged inside the previously implanted stents. A quantum maverick 3.0x20mm balloon and a maverick 3.0x20mm balloon were then used to dilate the dislodged stent and perform kissing balloon technique. No further patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. The batch number of this complaint is unknown, therefore, a review of the manufacturing records could not be performed. The most probable root cause is operational context as the complaint is associated with a product that meets the boston scientific corporation design and manufacturing specification, but due to anatomical/procedural factors encountered during the procedure, the performance was limited.